Manufacturer narrative:
The ge service rep replaced the ffb board. He performed functional checks, system operating as intended. Results: ffb roard.

Event description:
The customer reported a system error. No pt injury was reported.